Event description:
It was reported that the 7700 system had a physical discrepancy of the dose rate too high. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The dose rate was adjusted during the service call. The system was tested and found to be working as intended and put back into service.